Event description:
It was reported that the patient was brought to the hospital for right ventricular (rv) lead revision. Upon interrogation, loss of capture was noted on the rv lead. Fluoroscopy confirmed rv lead dislodgement. On (B)(6) 2026, the physician elected to cap and replace the rv lead. The patient¿s condition remained stable.